Event description:
A report was received from the USA, stating that the device "will not hold [a] bit". It is unknown if the device was being used during surgery. It was reported that there was no patient/user injury or medical intervention. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).